Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. All reasonably known patient information is included in this report. The customer declined to provide the patient identifier, age and weight information. Additional information obtained clarified catheter was not able to traverse the vessel without the wire moving as they tried to hold the wire steady. Doctor felt there was something not right so he pulled everything out. The physician used a new interventional wire (bmw wire) and a new catheter. Everything went fine. No tests/laboratory data was available. Other relevant history: no information was available. Device serial number, lot number, expiration date and UDI are unknown at this time. The information is expected to be obtained upon device return. The implant or explant dates are not applicable to this device. To date the device has not been returned to the manufacturer for analysis. As of this date the device is reported to be en route to the manufacturer. Manufacture date is unknown as the device has not been returned to the manufacturer for analysis.

Event description:
It was reported, the physician noticed before starting to treat that the wire and catheter moved together. He didn't feel that was right, he pulled wire and catheter out together. Used a new interventional wire (bmw) and a new catheter and everything went as planned. No adverse event took place. It was reported there was no patient injury and no adverse events experienced by the patient. Vessel: proximal lad, severely calcified. This event is being reported because the device was removed as a system.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This supplemental report (#1) is being submitted because the device was received and analyzed by the manufacturer.

Manufacturer narrative:
Internal reference: (B)(4). Visual and microscopic inspection was performed. The distal coil including the sensor was separated from the wire and was returned in a small tube. The returned separated distal coil was intact and the entirety of the core wire appeared to be present. The proximal coil was stretched and tangled and broken near the sensor. The microcables were pulled and protruding. An attempt was made to untangle the proximal coil but there was higher risk of breaking the wire, therefore it cannot be determined if all portions of the device are present. As the user reported resistance was encountered and with the observed condition of the device, the damage to the distal end likely occurred as a result of mechanical strain while the user attempted to remove the device. It could not be conclusively determined how the damage occurred. Per the IFU, "never advance, torque or retract a pressure guide wire which meets significant resistance. The pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed". Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.